Event description:
It was reported that the ilet pump displayed an incomplete fill tubing alert for several hours, suspending insulin delivery until the user completed the priming process with agent guidance. Symptoms included high glucose 390 mg/dl . Outcomes included troubleshooting and education completed with no further assistance requested. Investigation included technical support review and user guidance to complete the fill tubing process. Investigation of this case revealed that insulin delivery was halted due to unprimed tubing and the alert resolved after the fill was completed. It was concluded that the cause of the hyperglycemia was unclear and that the device functioned as designed once the tubing was properly primed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.